Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The patient was not hospitalized for the peritonitis and treatment for the event was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A batch review was performed for potentially associate lot gd893743, and no issues were detected during the manufacturing of this batch. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).